Event description:
It was reported that during a cholecystectomy procedure, the clip jumped out from the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. No conclusion could be reached as to what may have caused the ejecting clips issue. The batch history records were reviewed with no anomalies noted during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.